Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the cathena 20gx1.00in straight bc leaked. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "CT manager sent email expressing they are experiencing frequent contrast extravasation events in CT dept. For the most part using 18g for high flow rate injections, test IV's prior to being hooked up to pump. Some CT units are also using 20g for all their injections."

Manufacturer narrative:
H6: investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. See h.10.

Event description:
It was reported that the cathena 20gx1.00in straight bc leaked. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "CT manager sent email expressing they are experiencing frequent contrast extravasation events in CT dept. For the most part using 18g for high flow rate injections, test IV's prior to being hooked up to pump. Some CT units are also using 20g for all their injections."